Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The site requested replacement of umbilical cable as possible cause to intermittent connection. Removed excessive exams from mobile view station (mvs) to free up space (286 patients). Ran defragment of c: and d: drives of mvs. Completed fluoro and rad gain calibrations. Completed invalidate home sequence. Confirmed remote access connection. System dns information required re-entry and verification of remote access connectivity through service. The imaging system passed the system checkout and was found to be fully functional. The mvs cable interface was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the site was complaining about 'intermittent pendent flashing' when moving the mobile view station (mvs) of the imaging system. He did not have any additional information about what the customer meant by this the pendent flashing. There was no patient present when this issue was identified.